Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set leaked at the tubing near the occluder feet. This was noted during patient use. The transfer set was in use for a month at the time of the reported issue. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The date received by MFR is 04/04/2017 and not 03/23/2017 as previously reported. The device was received for evaluation with a disconnect cap and an evaluation is complete. A visual inspection was performed with the naked eye and magnification with no issues noted. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The reported problem was not verified because leak testing was performed with no issues. Should additional relevant information become available, a supplemental report will be submitted.